Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2020-31282. It was reported the patient had been experiencing high impedances. The rep was able to program around the high impedances, however MRI mode could not be enabled. X-rays confirmed a lead fracture on one of the patient's lead. As a result, the physician explanted the patient¿s entire system. Both of the patient's leads are being reported because it is unknown which lead is liable.